Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage. The customer blood glucose level was 100 mg/dl. The customer was not assisted with troubleshooting. The customer stated that the reservoir had the side of the battery compartment is cracked and is about to fall off. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked battery tube threads noted.